Event description:
It was reported via phone call, that the customer's insulin pump has cracks near the battery compartment, and the battery will not stay in the insulin pump. Customer's blood glucose level at the time 400 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, broken battery tube threads, a cracked reservoir tube window and a cracked case at the reservoir tube window corner.